Event description:
Additional information was received that the implant was not quite reprogrammed right in (B)(6) and needed to set up an appointment to get it reprogrammed so that it takes care of the pain in their hips. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. It was reported that the patient never got the pain 100 percent taken all the pain away since it was put in and the stitches had come out so she was in pain, but the pain was in her back, and the stimulation had only taken care of about 40 percent of the pain, so they wanted to meet up with the manufacturer representative (rep). Additional information received from the consumer reported that the patient needed to have her implant reprogrammed and that it was not doing the job it was designed to do. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient was instructed that the device may never effect 100% pain relief. The reported pain issue had not been resolved.